Event description:
Company representative sent a repair request reported with an issue of "¿the labeling (model name of the device ) on the body control unit bcu is detached.no harm was reported. No patient harm, no user injury reported .device evaluation found foreign matter clogging in the device nozzle. This report is being submitted due to the finding of foreign material in the nozzle (handling , insufficient cleaning issue ) identified during device return evaluation .

Manufacturer narrative:
(B)(6). The subject device was received and evaluated . Device evaluation found the labeling(s) on the bcu faded/detached. The reported issue was confirmed. Furthermore, device inspection found foreign material clogging the nozzle. This is attributed to insufficient cleaning. Additionally, the following defects were identified during device inspection: case-cover (c-cover) has a burn, connecting tube has scratch, ig protector has a scratch. Angle wires found stretched. Due to wear of angle wire, the play of up/down knob is out of the standard value. A-rubber(insertion section) has a scratch, connecting tube has scratch. Universal cord has a scratch. Adhesive on a-rubber has a chip .part of the insertion tube is caught and pinched, the insertion tube becomes deformed (handling issue). Adhesive on a-rubber (insertion section) has white-clouded area. Electrical connector (el-connector) has discoloration due to water leakage. Paint on aw-cylinder is peeled. Adhesive around objective lens is peeled. Objective lens has a chip. Light guide (lg) lens has a crack. The facility's clean, disinfect and sterilize (cds) , reprocessing information and ("survey results regarding foreign matter") were noted below : information provided on reprocessing: the device was cleaned, disinfected, and sterilized before requesting repair. Facility not aware of the foreign material adhered on the device. It was noted ¿unknown¿ . Pre-cleaning information: there was delay to the start of pre-cleaning. Water and air was supplied to the air/water nozzle. Information on manual cleaning: wipe/brush the air/water nozzle with gauze, brush, or sponge- noted ¿yes¿. Flushed the air/water nozzle with water and air , noted unknown. Any concerns on reprocessing- noted ¿no comment¿. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the air/water nozzle opening space becoming squashed by the deformation of the nozzle, and the foreign material was not discharged, which caused clogging. It was not possible to further presume cause of the deformation of the air/water nozzle since detailed information on handling of the device was unable to be obtained. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.